Event description:
Clinical study. It was reported that 156 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.0mm, 90% stenosed portion of a saphenous vein graft located in the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus target express2 8.85 3.00x20mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. One hundred fifyt-six days after the initial procedure the patient required a tvr. The physician successfully placed a johnson & johnson cypher stent in the same lesion. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown, and there was no restenosis of the taxus stent.